Event description:
The facility reported an infusion pump with a failure code 703:00 on channel c. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) and defective pump head module (phm) on channel c caused failure code 703:00. The uim pcb and phm on channel c were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.